Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed error message code "error 46" on the monitor screen while attempting to charge the defibrillator to 200 joules. The complainant indicated that there was no patient involvement in the reported failure.